Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: synergy ous mr 2.75 x 32 stent delivery system was returned for analysis. Examination of the stent found no issues. The stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex coronary artery. A 2.75 x 32mm synergy ii drug eluting stent was advanced for treatment. However, due to calcified lesion, the stent strut was lifted up. The procedure was completed with another of same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital affiliated to (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex coronary artery . A 2.75 x 32mm synergy ii drug-eluting stent was advanced for treatment. However, due to a calcified lesion, the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.